Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and was properly seated in the mount. Removed sensor plug and inspected sensor plug assembly and no failure mode observed. Linearity test was performed, and results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a lower reading of "just over 200 mg/dl" with the adc freestyle libre 2 sensor, as compared to a laboratory reading. The customer reported experiencing discomfort, and had contact with a healthcare professional. The customer received a laboratory blood glucose result of "+ 300 mg/dl", was hospitalized, diagnosed with diabetic ketoacidosis, and treated with insulin and anti-nausea medication. There was no report of death or permanent injury associated with this event.